Event description:
The manufacturer received information alleging ventilator inoperative error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at a third-party service center when the ventilator error code was observed on the device. The third-party service technician observed an error code, machine flow drift high, in the device's error log. The third-party service technician further evaluated and determined that the system printed circuit assembly board (pca) and machine flow sensor had caused error code to occur on the device. In conclusion, the system pca needs replaced to address the reported issue. There were no repairs or parts replaced since the device was scrapped. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.